Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the partially returned lead found insulation abrasion at 37.6 cm to 37.9 cm from the distal tip. The abrasion was consistent with constant friction to another implanted device. (B)(4).